Event description:
It was reported that the customer was unable to charge the pump unless the cable was maneuvered into a specific position. Subsequently the pump shut down. The customer's blood glucose (bg) level was 390 mg/dl. Customer was hospitalized due to bg level and diabetic ketoacidosis. Reportedly, customer turned pump back on and used pump to treat bg. The customer was released on (B)(6) 2019 with the issue resolved and no reported permanent damage.